Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day for the event. Treatment was not reported. At the time of the report, the pt was recovering from the peritonitis and discharged from the hospital. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894725 and gd894410 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).